Event description:
This report was received from (B)(6) and is a solicited report by a nurse from (B)(6) of peritonitis coincident with dianeal pd4 unknown bag and extraneal viaflex therapies. On an unreported date, the patient began treatment with dianeal pd4 unknown bag (2l, frequency not reported) and extraneal viaflex (dose, frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient experienced peritonitis. It was not reported whether remedial therapy was rendered, if the patient was hospitalized, if the peritonitis resolved, or whether dianeal pd4 unknown bag and extraneal viaflex therapies were ongoing. The nurse did not provide a statement of causality for the event of peritonitis and the relationship with dianeal pd4 unknown bag, and extraneal viaflex therapies.

Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.